Manufacturer narrative:
This product is manufactured in the u.s, but not marketed in the u.s. (B)(4) conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting and was exchanged for a longer lens. The exchange resolved the problem. On (B)(6) 2016, the patient's post-op uncorrected visual acuity was 20/20. As of the date of MDR submission, the lens has not yet been returned.